Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00315. The flow volume was only noted to be a little unstable; eg: having difficulty settling in a range of 2.6 to 2.9 l/min. After the case, the system was taken out of service and sent to the user facility's biomed shop.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) noticed on a case that the flow was fluctuating from 2.6 to 2.9 liters per minute (lmp) and that the flow motor was chattering (it seemed to have difficulty setting). The device was not changed out, as they finished the case with this system. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.